Manufacturer narrative:
Evaluation completed. One opened pack was returned without the pack label. The part number and lot number cannot be verified or determined. The pack contained a 23ga vitrectomy cutter with collection cassette and tubing. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. All connectors and tubing were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and aspirated as it should. The cutter performed as intended. The collection cassette was also tested. The assembly passed the self vacuum test, primed, irrigated and aspirated as it should. A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported the cutter did not cut. No pt injury reported.